Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer uses the same cartridge for over 2 days with humalog insulin, which is considered off label insulin. There was no adverse impact to the customer¿s blood glucose level. The customer declined to continue to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.